Event description:
It was reported that this patient presented for a regular follow-up appointment and the device was unable to establish wireless telemetry. The device was interrogated with a wand and an alert triggered indicating the battery was depleted. The physician scheduled the patient for a replacement procedure. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that this patient presented for a regular follow-up appointment and the device was unable to establish wireless telemetry. The device was interrogated with a wand and an alert triggered indicating the battery was depleted. The physician subsequently surgically explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented for a regular follow-up appointment and the device was unable to establish wireless telemetry. The device was interrogated with a wand and an alert triggered indicating the battery was depleted. The physician subsequently surgically explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. The device was received for analysis.